Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "downstream occlusion" was not reproduced. The device was sent for flowline for ultrasonic sensor us occlusion, ultrasonic sensor us air and downstream occlusion testing and it passed all tests. A review of event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during an unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.